Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing dizziness, headache and vomiting. There was no report of serious patient harm or injury. The patient has reported to receive treatment at the hospital. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing dizziness, headache, and vomiting. There was no report of serious patient harm or injury. The patient has reported to receive treatment at the hospital. The device was returned to a third-party service center for investigation. During the evaluation, the third-party service center visually inspected the device and found no evidence of foam degradation. Foam particles were not observed in the device. The customer's complaint was not confirmed. The device passed all final testing.